Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution clip device noted the clip assembly was located inside the over sheath. The sheath grip was pulled back to expose the clip assembly, which was actuated and deployed. The clip prongs were noted to open within specifications. No deformities were found with the device. The complaint that the clip failed to release from the catheter was not confirmed; the device showed neither evidence of the alleged issue, nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter. Another resolution clip was used to complete the procedure. Reportedly, the nursing staff member responsible for deploying the clip was inexperienced with the resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Mfg site name - (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter. Another resolution clip was used to complete the procedure. Reportedly, the nursing staff member responsible for deploying the clip was inexperienced with the resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.